Event description:
Per canadian report, account reported an incident in nicu in which device noted to be "leaking around the "y connector." No pt injury reported. Set change only intervention.

Manufacturer narrative:
Section f completed by baxter. No other info is available. Characteristic sample has not yet been returned by baxter in canada for eval. Eval: single used customer sample rec'd. Sample pressure tested underwater with 8 psi of air and leakage was noted at the clear one piece male luer lock adapter/tubing assembly due to insufficient solvent.